Manufacturer narrative:
The device was returned to the manufacturer for analysis. The reported event of thrombus was confirmed. The examination of the returned lvad pump revealed a tissue-like thrombus along the body of the rotor. The thrombus was occluding the majority of the one of the three flow paths created by rotor blades. The thrombus appeared to have been ingested into the pump during operation where it became wedged between the body of the rotor and the wall of the blood tube. The continued rotation of the rotor caused frictional heat, resulting in the thermal degradation of the tissue. The thrombus would have impeded rotor rotation, resulting in increased pump power consumption. The origins of the thrombus could not be determined. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was returned to the operating room for suspected thrombus in pump.